Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Unit passed self test. Format history file analysis confirmed pump error 63 (variable 3) due to poor solder joints at u1 ambient light sensor on keypad assembly. Continuity test passed no physical damage noted on keypad assembly. Unit received with cracked retainer, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.